Manufacturer narrative:
It was discovered that this lead was reported in error. This lead remains active and in use with no performance allegation. The distal portion of the lead that was returned and analyzed has been reported on regulatory report# 2649622-2018-18021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered that this lead was reported in error. This lead remains active and in use with no performance allegation. The distal portion of the lead that was returned and analyzed has been reported on regulatory report# 2649622-2018-18021.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products- model: d274drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.